Manufacturer narrative:
The ge svc rep replaced the hi voltage cable assembly and interconnect cable and tested system. System is ready for use. ]

Event description:
The customer reported that the system displayed an intermittent stator not on error. This was a workshop demo and was not being used on pts.